Manufacturer narrative:
Submit date: 2017-apr-11. Based on clarification received from the medtronic representative on 2017-apr-11, it was determined that medtronic was notified of this event on (B)(6) 2017, not (B)(6) 2017 as originally reported. Section has been updated to reflect the updated date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a blockage in the line due to the tubing collapsing during set up. No patient involvement.

Manufacturer narrative:
Submit date: 04/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a blockage in the line due to the tubing collapsing during set up.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. Information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a blockage in the line due to the tubing collapsing during set up. No patient involvement.